Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed failure to sense and failure to capture on the right ventricular (rv) lead. On (2023, fluoroscopy was performed and revealed rv lead dislodgement. The physician elected to explant and replace the rv lead. The patient condition was stable.

Event description:
Additional information received notes that the right ventricular lead was capturing the atrium at high output and had unspecified oversensing.